Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation before reaching the maximum pressure, the balloon ruptured. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation before reaching the maximum pressure, the balloon ruptured. No patient complications were reported. It was further reported that the patient underwent fistula gram procedure. The target lesion was located in the right subclavian and innominate vein. The patient right arm had edema due to outflow occlusion. However, during the second inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with 8x40 gladiator balloon.

Manufacturer narrative:
Device evaluated by MFR: a gladiator device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in the balloon which is indicative of a leak. The rated burst pressure for this device is 14 atmospheres as per gladiator elite specification. The returned device was attached to an encore inflation unit and positive pressure was applied and di water was observed to be leaking from a balloon pinhole located approximately 13mm distal of the proximal marker band. The rated burst pressure for this device is 14 atmospheres as per gladiator elite specification. A visual examination observed no damage to the tip of the device. A visual and tactile examination of the shaft of the device found no issues. A visual examination found no issues or damage to the markerbands of the device.